Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specification. The 1st and 4th distal stent segments had raised and deformed struts. The distal tip was damaged. (B)(4). Date of event - asked but unknown.

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU with no issues noted. Negative prep was performed with no issues identified. It was reported that resistance was encountered when advancing the device. During device inspection the stent was observed to be damaged and had a 'broken scaffold'. No patient injury reported.